Event description:
It was reported that the user¿s ilet pump sustained water exposure when the user was pushed into a pool while wearing the device, after which the pump would not power on, consistent with moisture damage involving the seal component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed leakage at or related to a seal consistent with moisture ingress, aligning with a moisture damage device problem and the seal component involvement. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.

Manufacturer narrative:
Initial.